Manufacturer narrative:
Concomitant medical products - model: 694758, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after a syncopal episode in which the patient struck their head on a counter and has subdural hematoma. A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the implantable cardioverter defibrillator (ICD) was functioning as programmed. There is no indication of device malfunction. The ICD remains in use. No further patient complications have been reported as a result of this event.